Event description:
The customer reported a pinhole in the forceps channel of the subject device. Additional details were requested regarding the reported event. No additional information was provided. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the distal end was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the distal end was peeling. The reported issue (pinhole in forceps channel) was confirmed. In addition, the probe was flooded, angulation was insufficient due to the angle wires being stretched, the play in the angulation knob was out of specification due to the angle wires being stretched, the sound line in the ultrasound image was missing, the nozzle was deformed due to handling, the air/water supply port was loose due to stress, the surface of the ultrasonic probe was floating due to stress, the adhesive on the bending section cover was cracked, there were scratches on multiple parts of the device due to handling, the universal cord was wrinkled, and the paint on the air/water cylinder was peeling due to deterioration caused by stress during reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The event likely occurred due to the similar reason as other defects however, it could be determined if the peeling was caused by stress, handling, or other issues. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.